Event description:
It was reported they received several trays with broken lidocaine ampules. During the last occurrence, a physician in the ER cut his hand. The doctor was "poked" by a piece of glass. It was cleaned and a band-aid was applied. There were no reported complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.